Event description:
It is reported that the insulin pump is alarming prime alarm. The drives support disk is protruded. Advised to discontinue the use of the insulin pump. Advised that insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.